Event description:
It was reported that during an embolization procedure, the coil became stuck with in the microcatheter and would not advance. The device was removed from the catheter and the coil was observed to be detached and damaged. Another coil was used to successfully continue the procedure the procedure. No patient harm or injury was reported.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: -pusher. -implant. Items not returned for evaluation: -introducer .-dispenser hoop. -shrink lock. -microcatheter. -v-grip. The visual analysis of the returned items found the implant to be stretched but still attached to the pusher. The investigation of the returned coil system found the implant to be stretched. However, the implant was found to still be attached to the pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing retraction forces over specification.